Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/ not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of iol, the iol broke from the haptic-optic junction. The iol was decentered in the patient's eye due to this and the patient is getting dual sort of vision. An explant was performed and a replacement lens was implanted. The patient was comfortable post-explant. There was no delay in treatment or other interventions performed. No further information was provided.